Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system did not start up. On further diagnosis, fse found that the host pc did not boot up. To resolve the issue, fse performed several restarts. After several restarts, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start. After several restarts, it started up correctly. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.